Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and severe glaring. The iol was exchanged with an alternate iol, 42 days following the initial procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information in the file indicated the use of qualified associated products. Adverse outcome has been resolved and there were no predisposing factors. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and provided that the patient had a excellent visual outcome. The patient found her glare and halos intolerable. Provisc was used for the case. The adverse outcome has resolved and there were no predisposing factors. There was no harm to the patient.